Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as cloudy effluent, abdominal pain, and a fever. Treatment information was not reported. The cause of the peritonitis was unknown. The patient later recovered from the peritonitis and was discharged from the hospital after 30 days. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a break in aseptic technique. The break in aseptic technique was further described as the patient being affected by an unclean surrounding environment. The patient was retrained on proper aseptic technique. The patient was recovering from the peritonitis as their fluids were suddenly cloudy again. The patient was currently in the hospital. Treatment and culture results were not reported. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.